Manufacturer narrative:
Technical support instructed the account to adjust the brake linkage turnbuckle. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the head end casters will not lock. The casters are rotating and swiveling when in brake.